Manufacturer narrative:
Medron is a contract manufacture of this device, does not own the design, and further processing (coating, kitting, packaging, sterilization, etc.) Is performed by medrons customer. This initial report is being provided prior to the completion of medrons review of the device history record.

Event description:
It was reported that during advancement, the support catheter allegedly broke and detached in the popliteal artery. It was further reported that the health care provider (hcp) retrieved the detached segment with an ensnare. Reportedly, another catheter was not used as the procedure was halted and the patient will be rescheduled for a bypass at a later date. There was no reported patient injury.

Manufacturer narrative:
Medron is a contract manufacture of this device, does not own the design, and further processing (coating, kitting, packaging, sterilization, etc. Is performed by medrons customer. This initial report is being provided prior to the completion of medrons review of the device history record. This follow-up report contains the DHR investigation summary.